Event description:
The service report shows the peep levels were fluctuating during pre-pt testing. The nellcor puritan-bennett customer support engineer (npb cse) verified the problem. The npb cse inspected the device and replaced the peep regulator and the autozero solenoids to restore control of peep. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
According to evr-19980088; the e-lab has concluded a systematic review and investigation for the cause of the issue has been completed. The root cause has been identified as water contamination in all parts used. This failure happens over time and could not be anticipated. No corrective action is recommended since the failure was induced by the customer site. The evaluation lab found the root cause of the issue to be contamination which can happen over time due to the gases in the system.